Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported the patient went to the emergency room due to a cgm inaccuracy. At the ER, the patient¿s cgm was reading 220 mg/dl and the bg meter was reading 340 mg/dl. No patient symptoms were reported. The patient was treated with IV fluids, insulin, and water. It was not specified how long the patient was in the ER before being discharged home. The patient was in good condition at the time of report. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.